Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump¿s buttons are sticking. The customer¿s blood glucose was unknown. Customer states that the insulin pump¿s buttons are not always responding and there was some issue with the keypad buttons. The customer mentioned that there was no response from center button. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with unresponsive keypad due to pillowing keypad overlay. Device passed the self test, and displacement test .(B)(4).